Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05136. It was reported that patient was unable to place device into MRI mode. Therapy is effective. Lead diagnostics showed one lead had a high impedance on contact 6. The other lead appeared to have migrated. No evidence of fall or trauma reported. Surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored post-op.